Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that patient underwent an atrial fibrillation and right-sided atrial flutter ablation procedure and during the setup of the case, after connecting the vizigo¿ sheath, the medical team confirmed that they could not flush the sheath. The sheath was replaced, and the problem was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
On 9-mar-2026, bwi received the manufacture date of 25-sep-2025 for the device---which has been added to the h4 section of this report. On 21-mar-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).